Manufacturer narrative:
(B)(4). In the event the device is received for evaluation or additional information is received a follow-up report will be submitted. At this time, carefusion has not received the device from the customer. (B)(4).

Event description:
The customer stated that this unit had a "vent inop" alarm. The issue was found during normal operation on a test lung and there was no patient involvement in this incident.